Event description:
It was reported that the itrak 3500 system had a crack in the transmitter arm following a case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transmitter arm was replaced during the service call. The system was found to be working as intended and put back into service.